Event description:
Additional information received reported the pump was replaced on (B)(6) 2012 due to end-of-life (eol). The patient was asymptomatic and getting therapy, but there was concern since the dose was "so high." During the procedure to replace the pump, the physician attempted to aspirate cerebrospinal fluid (csf) from the catheter and there was no return. Since the patient was on a stable dose for some time, it was opted to leave catheter implanted. The patient was sent home a day later and started to suffer from baclofen withdrawal. The patient was also dehydrated and confused. She was brought back to the hospital "a day or two" after the pump replacement. The catheter was then revised because it was occluded. The patient had physically recovered from the replacement surgery, but not psychologically, so she was referred to a neuropsychologist. The patient was very depressed and cried a lot, but she was getting effective therapy. It was noted that the drug in the pump had switched from lioresal to gablofen six months ago. It was reported on (B)(6) 2012 that the catheter was fractured after twelve years. The patient had a serious life threatening illness/injury as a result of the event and recovered without sequela.

Event description:
The patient underwent replacement of the pump and during the procedure no cerebrospinal fluid (csf) backflow was observed from the catheter though everything else looked ok (no volume discrepancies, etc). The patient was closed and discharged. She returned to the clinic the next day and was in 'pretty bad shape', with terrible pain. The patient's level of potassium and other electrolytes deteriorated and she became very confused and delusional and experienced hallucinations. She had "no sane thoughts" and developed conspiracy theories. She had terrible spasms that were treated with valium, to which she reacted badly, and unspecified narcotics. The neurosurgeon's assessment was that there was a catheter occlusion and the catheter was replaced. It was stated that the catheter 'disintegrated' after it was removed. In total, the patient was hospitalized for 9 days. At the time of this report the patient was at home and had 'great relief of spasms'. The pump contained gablofen 2,000mcg/ml, 200mcg/day. Prior to pump and catheter replacement the dose was 900mcg/day. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Product ID 8703w, lot# l45409, implanted: 1997-(B)(6), explanted: 2012-(B)(6). Product type catheter product ID 863720, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2012-(B)(6), product type pump. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).